Event description:
It was reported that pocket erosion occurred. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. . All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 694765, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).